Manufacturer narrative:
An event of excessive mediastinal drainage, bleeding, thrombus and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 21mm sjm masters series valsalva aortic valved graft was successfully implanted. No concomitant cardiac procedures were performed. There were no intraprocedural adverse events or device deficiencies. In the first post-operative hours, excessive mediastinal drainage was observed due to the procedure. The implanted valve was still working as intended, and the bleeding was not believed to be related to a device issue. Due to the increased drainage, another thoracotomy was performed. Bleeding was controlled. Blood clots were removed. Patient received red blood cell transfusion, plasma transfusion, fibrinogen concentrate, and tranexamic acid. On (B)(6) 2023, patient received another blood transfusion. Hospitalization was prolonged. On (B)(6) 2023, atrial fibrillation was noted. Anti-arrhythmic medications were administered. On (B)(6) 2023, the patient was admitted due to mobility of the sternum and the leakage of serious content from the wound. After antibiotic preparation and obtaining sterile cultures, the sternotomy wound was cleaned and sutured on (B)(6) 2023. The patient status was stable and discharged.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 21mm sjm masters series valsalva aortic valved graft was successfully implanted. No concomitant cardiac procedures were performed. There were no intraprocedural adverse events or device deficiencies. In the first post-operative hours, excessive mediastinal drainage was observed. Due to the increased drainage, another thoracotomy was performed. Bleeding was controlled. Blood clots were removed. Hospitalization was prolonged. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.